Event description:
Fms inserted (B)(6), removed (B)(6) due to complaints of bleeding from anal verge. Patient diagnosis: chronic renal failure, diabetes mellitus and ischaemic heart disease. Admitted to hospital since (B)(6) 2011 in general ward but was transferred to micu on (B)(6) for suspected septic shock due to mahua line sepsis. Flexiseal fms was inserted on (B)(6). Adverse event reported on the (B)(6) when patient reported bleeding from the anus and fms was removed on the same day at 12pm. Proctoscopy was done on the same day at 4pm with the findings of raw mucosa and ulcer at anal verge, location at 12 o'clock. Patient was still having bleeding at that time and an adrenaline pack was applied at 5:30pm. No reports of bleeding after that. Patient is currently warded in general ward, with stable condition. Adverse event was reported by (micu) to wound nurse clinician to (B)(6). This event was reviewed and deemed serious due to the report of the patient's anal rectal bleeding at the time that the flex-seal fms device was in place and because a medical intervention was performed to stop the bleeding that occurred. The device was inserted on (B)(6) and bleeding from the anus was noted on (B)(6). The device was removed that day. An adrenaline pack was applied to the patients rectum and the bleeding was successfully stopped. The proctoscopy noted raw mucosa and an ulcer at the anal verge. From a clinical perspective, a causal relationship between the device and this event is deemed related because it was apparently in use when the problem was discovered, however, the report describes that this patient had several comorbidities (crf, dm, and septic shock) that rendered him at high risk for ulceration due to friable anal tissue.

Manufacturer narrative:
Reported to the FDA on (B)(6) 2011.